Event description:
The customer alleged that during a subungual hematoma procedure, a flame occurred when using the cautery device. The customer was able to extinguish the flame with no damage to the patient's finger or nail. The customer was able to complete the procedure with another cuatery without delaying the surgery.

Manufacturer narrative:
Product was purchased on an unknown order number as only the mfg date was known for the product and not the lot number of the device. Customer responded with the following information: product was not inspected prior to surgery. No oxygen source was present near the activation site. Customer was not sure what material led to the spark, however they believe this was most likely tissue contact. Customer prepped sit with povidone-iodine. Cautery use (activation cycle and resting time) is unknown. Flame occurred on initial activation of the device. Customer confirmed there was no delay in procedure and that a new device was used and able to complete the procedure successfully. Product is not available for return. Customer did not take pictures of the device in question. Complaint could not be confirmed without further information from the end user. Root cause is unable to be determined at this time. However, we believe this may be an incident of where the cautery device came into contact with a flammable substance. The complaint rate for this occurrence is (B)(4). Based on the above information, no further actions required. This can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or the need for corrective actions, a follow up report will be submitted.